Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.

Event description:
End user reported that the seat on his 9630-4 commode cracked along the supports underneath, user sustained a pinch.